Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak of clear fluid dripping from the area of the sample probe of the coulter hmx analyzer with autoloader. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a leak at the tubing through pv15 (pinch valve). The fse replaced the sample prep line to pv15 and verified the repairs were performed per established procedures.